Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. Concomitant medical products: 5076-52 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing. The lead remains in use. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.